Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d3, h6 health effect - clinical code. Additional information: b7. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Ans: chinese female 28 years old. Date and name of index surgical procedure? Ans: surgeon just mentioned dec 2024. Skin lesion sebaceous cyst (leg). The diagnosis and indication for the index surgical procedure? Ans: epidermal inclusion cyst. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Ans: open. On what tissue was the suture used? Ans: skin. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Ans: normal. How was the suture placed (interrupted or continuous)? Ans: surgeon did not respond when contacted. How was the suture originally tied (multiple knots, square knot, etc.)? Ans: surgeon did not respond when contacted. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Ans: patient complained of skin redness and serous discharge at skin closure site. Please provide the onset date/time of the reaction from the initial procedure. Ans: patient complained at 2 weeks post-op visit. Please describe any medical intervention required to treat the patient condition including medication name and results. Ans: dressing done and oral antibiotics prescribed. Patient came back again 2 weeks after that and still not resolved. Did the patient develop a sebaceous cyst on the leg? Ans: no. Did the patient have an infection? Ans: yes. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Ans: yes after the complaint. The rest of the time surgeon did not mention. Were cultures performed? If so, please provide the results. Ans: no. How much and what type of drainage is present in this wound? Ans: unknown. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Ans: no. Does the patient have a known allergic history to any medical devices, food and/or medication? Ans: surgeon did not explore this. Was allergy testing performed? If so, please describe with results. Ans: no. Are there any photos available? Ans: no. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Ans: no. Other relevant patient history/concomitant medications? Ans: none what is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: surgeon assumed patient has sensitivity towards triclosan. What is the patient's current status? Ans: the last time seen in february still not resolved. Patient did not come again after that. Lot number? Ans: not recorded by ot staffs.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Did the patient develop a sebaceous cyst on the leg? Did the patient have an infection? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Post-op, at the 2 week visit, the patient complained of skin redness and serous discharge at skin closure site. There was a skin lesion sebaceous cyst on the leg. A dressing was done and oral antibiotics were prescribed. The patient came back again 2 weeks after and symptoms still not resolved. The surgeon suspected the patient is sensitive to the suture used. Additional information was requested.